Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate sense and shock electrograms (egms). The noise was oversensed which resulted in some nonsustained stored episodes with 3-4 seconds of pacing inhibition. A lead revision was performed and a new single coil lead was implanted for use as the rate sense and shocking coil along with the proximal coil of this existing lead still interfaced to the device. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and discussed that connecting those two leads that way may be considered off-label use. However, the system would work together fine. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.